Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump had a keypad anomaly; a new battery was inserted into the pump but the device alarmed with failed battery test, and after it was cleared the keys still were not working. The patient's blood glucose at the time of incident was 80 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump was unable to check for operating currents due to unresponsive keypad/button. No unexpected failed battery test alarm noted. The insulin pump had cracked case at display window corner and minor scratched lcd window.